Event description:
It was reported to philips that after starting a case, the system would not x-ray and gave image disk full warnings. The system was in clinical use at the time of reported event and the patient was moved to another room to complete the procedure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that system can't store images. Review of the log file confirmed the reported malfunction with the frontal ippc (image processing pc). The fse checked the system and found that the ippc didn't bootup which could be due to faulty power supply or cmos (complementary metal-oxide-semiconductor) battery. The fse recreated the image store and rebooted the system, but the issue persisted. So, the fse replaced the ippc, verified the operation and performed visual inspection to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.